Event description:
Spontaneous case was reported by a lawyer and describes the occurrence of abdominal pain ("severe abdominal pain") in a female patient who had essure inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. In (B)(6) 2013, the patient had essure inserted. On an unknown date, the patient experienced abdominal pain (seriousness criteria medically significant and intervention required), dysmenorrhoea ("severe menstrual pain"), back pain ("severe back pain"), dyspareunia ("painful intercourse"), migraine ("migraines;"), rash ("skin rashes"), menorrhagia ("prolonged menses"), pelvic pain ("extreme pain") and menstrual disorder ("abnormal menstrual bleeding"). The patient was treated with surgery (underwent a partial hysterectomy/successfully removed essure devices). Essure was removed in (B)(6) 2016. At the time of the report, the abdominal pain, dysmenorrhoea, back pain, dyspareunia, migraine, rash, menorrhagia, pelvic pain and menstrual disorder was resolving. The reporter considered abdominal pain, back pain, dysmenorrhoea, dyspareunia, menorrhagia, menstrual disorder, migraine, pelvic pain and rash to be related to essure. The reporter commented: she sought medical treatment regarding the aforementioned symptoms. Each time she sought medical treatment, the attending physician did not associate, or give her reason to associate her symptoms with the essure device. She has been left with abdominal deformity and severe large scarring. Diagnostic results (normal ranges are provided in parenthesis if available): hysterosalpingogram - on an unknown date: fallopian tubes were occluded. Incident: no lot number or sample available for investigation. There is no evidence that a device related defect or malfunction caused a death or serious injury. If additional information becomes available it will be provided on a supplemental report.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of abdominal pain ("severe abdominal pain") in a female patient who had essure inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. In (B)(6) 2013, the patient had essure inserted. On an unknown date, the patient experienced abdominal pain (seriousness criteria medically significant and intervention required), dysmenorrhoea ("severe menstrual pain"), back pain ("severe back pain"), dyspareunia ("painful intercourse"), migraine ("migraines;"), rash ("skin rashes"), menorrhagia ("prolonged menses"), pelvic pain ("extreme pain") and menstrual disorder ("abnormal menstrual bleeding"). The patient was treated with surgery (underwent a partial hysterectomy/successfully removed essure devices). Essure was removed in (B)(6) 2016. At the time of the report, the abdominal pain, dysmenorrhoea, back pain, dyspareunia, migraine, rash, menorrhagia, pelvic pain and menstrual disorder was resolving. The reporter considered abdominal pain, back pain, dysmenorrhoea, dyspareunia, menorrhagia, menstrual disorder, migraine, pelvic pain and rash to be related to essure. The reporter commented: she sought medical treatment regarding the aforementioned symptoms. Each time she sought medical treatment, the attending physician did not associate, or give her reason to associate her symptoms with the essure device. She has been left with abdominal deformity and severe large scarring. Diagnostic results (normal ranges are provided in parenthesis if available): hysterosalpingogram - on an unknown date: results: fallopian tubes were occluded. Quality-safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on 29-nov-2018: quality safety evaluation of ptc. Incident: no lot number or device sample was received in this case. At this time, we have no information suggesting that the device failed to meet its specifications. We will conduct a review of our complaint records and other non-conformances data; should any new and reportable information become available from our investigation, this will be provided in a supplementary report.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of abdominal pain ("severe abdominal pain") in a 47-year-old female patient who had essure (batch no. B15012) inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. The patient's medical history included post-traumatic stress disorder and fatigue extreme. Concurrent conditions included anemia since 2001, fibromyalgia since 2001, major depression and agoraphobia. Concomitant products included bupropion, calcium;vitamin d nos (corvita calcio 500), clonazepam, cyclobenzaprine, fluticasone propionate (flovent), gabapentin, gabapentin enacarbil (horizant), levocetirizine, linaclotide (linzess), magnesium oxide, meloxicam, methocarbamol, milnacipran hydrochloride (savella), nabumetone, naproxen, potassium, pramipexole (pramipexol), ropinirole, rotigotine (neupro), sertraline hydrochloride (sertraline), sucralfate, tramadol and trazodone. On (B)(6) 2013, the patient had essure inserted. On (B)(6) 2013, the patient experienced abdominal pain (seriousness criteria medically significant and intervention required), dysmenorrhoea ("severe menstrual pain"), back pain ("severe back pain"), dyspareunia ("painful sexual intercourse"), migraine ("migraines"), menorrhagia ("prolonged menses/abnormal bleeding (menorrhagia)"), vaginal haemorrhage ("abnormal bleeding (vaginal)"), headache ("headaches"), abdominal distension ("bloating"), fibromyalgia ("autoimmune disorder type:fibromyalgia"), dysgeusia ("metallic taste"), pain in extremity ("pain: lower extremity - joints included"), arthralgia ("pain: lower extremity - joints included") and pain ("body aches"), 2 months 7 days after insertion of essure. On an unknown date, the patient experienced dermatitis ("rashes or skin conditions type: inflammation") with rash and skin burning sensation, pelvic pain ("extreme pain"), menstrual disorder ("abnormal menstrual bleeding") and anaemia ("anemia"). The patient was treated with surgery (hysterectomy bilateral salpingectomy/successfully removed esuure devices). Essure was removed on (B)(6) 2016. At the time of the report, the abdominal pain, dysmenorrhoea, migraine, pelvic pain, menstrual disorder and pain was resolving, the back pain, dyspareunia, dermatitis, menorrhagia, vaginal haemorrhage and pain in extremity had resolved and the headache, abdominal distension, fibromyalgia, dysgeusia, arthralgia and anaemia outcome was unknown. The reporter considered abdominal distension, abdominal pain, anaemia, arthralgia, back pain, dermatitis, dysgeusia, dysmenorrhoea, dyspareunia, fibromyalgia, headache, menorrhagia, menstrual disorder, migraine, pain, pain in extremity, pelvic pain and vaginal haemorrhage to be related to essure. The reporter commented: she sought medical treatment regarding the aforementioned symptoms. Each time she sought medical treatment, the attending physician did not associate, or give her reason to associate her symptoms with the essure device. She has been left with abdominal deformity and severe large scarring. Diagnostic results (normal ranges are provided in parenthesis if available): hysterosalpingogram - on (B)(6) 2013: results: total bilateral occlusion. Quality-safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on 25-mar-2019: quality safety evaluation of ptc. Incident we received a lot number in this case. A technical investigation will be conducted, including a batch review, and a review of complaint records and other non-conformances data; should any new and reportable information become available as a result, this will be provided in a supplementary report.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of abdominal pain ("severe abdominal pain") in a 47-year-old female patient who had essure (batch no. B15012) inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. The patient's medical history included post-traumatic stress disorder and fatigue extreme. Concurrent conditions included anemia since 2001, fibromyalgia since 2001, major depression and agoraphobia. Concomitant products included bupropion, calcium;vitamin d nos (corvita calcio 500), cetirizine hydrochloride (cetrizine), clonazepam, cyclobenzaprine, fluticasone propionate (flovent), gabapentin, gabapentin enacarbil (horizant), linaclotide (linzess), magnesium oxide, meloxicam, methocarbamol, milnacipran hydrochloride (savella), nabumetone, naproxen, potassium, pramipexole (pramipexol), ropinirole, rotigotine (neupro), sertraline hydrochloride (sertraline), sucralfate, tramadol and trazodone. On (B)(6) 2013, the patient had essure inserted. On (B)(6) 2013, the patient experienced abdominal pain (seriousness criteria medically significant and intervention required), dysmenorrhoea ("severe menstrual pain"), back pain ("severe back pain"), dyspareunia ("painful sexual intercourse"), migraine ("migraines"), menorrhagia ("prolonged menses/abnormal bleeding (menorrhagia)"), vaginal haemorrhage ("abnormal bleeding (vaginal)"), headache ("headaches"), abdominal distension ("bloating"), fibromyalgia ("autoimmune disorder type:fibromyalgia"), dysgeusia ("metallic taste"), pain in extremity ("pain: lower extremity - joints included"), arthralgia ("pain: lower extremity - joints included") and pain ("body aches"), 2 months 7 days after insertion of essure. On an unknown date, the patient experienced dermatitis ("rashes or skin conditions type: inflammation") with rash and skin burning sensation, pelvic pain ("extreme pain"), menstrual disorder ("abnormal menstrual bleeding") and anaemia ("anemia"). The patient was treated with surgery (hysterectomy bilateral salpingectomy/successfully removed esuure devices). Essure was removed on (B)(6) 2016. At the time of the report, the abdominal pain, dysmenorrhoea, migraine, pelvic pain, menstrual disorder and pain was resolving, the back pain, dyspareunia, dermatitis, menorrhagia, vaginal haemorrhage and pain in extremity had resolved and the headache, abdominal distension, fibromyalgia, dysgeusia, arthralgia and anaemia outcome was unknown. The reporter considered abdominal distension, abdominal pain, anaemia, arthralgia, back pain, dermatitis, dysgeusia, dysmenorrhoea, dyspareunia, fibromyalgia, headache, menorrhagia, menstrual disorder, migraine, pain, pain in extremity, pelvic pain and vaginal haemorrhage to be related to essure. The reporter commented: she sought medical treatment regarding the aforementioned symptoms. Each time she sought medical treatment, the attending physician did not associate, or give her reason to associate her symptoms with the essure device. She has been left with abdominal deformity and severe large scarring. Diagnostic results (normal ranges are provided in parenthesis if available): hysterosalpingogram - on (B)(6) 2013: results: total bilateral occlusion. Quality-safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on 12-mar-2019: reporter information was added. This case concerns 47 year old patient. Her demographic was updated. Her concurrent conditions were added. Her lab data was added. Essure indication was amended. Essure insertion date and removal date was updated. Essure lot number was added. Her concomitant medications were added. Per plaintiff fact sheet following events: abnormal bleeding (vaginal), headaches), bloating, anemia,fibromyalgia, burning of skin, skin inflammation ,metallic taste, pain: lower extremity - joints included and body aches were added. She was recovering from following events: severe back pain, lower extremity pain, rashes, burning skin, dyspareunia and abnormal bleeding. Incident we received a lot number in this case. A technical investigation will be conducted, including a batch review, and a review of complaint records and other non-conformances data; should any new and reportable information become available as a result, this will be provided in a supplementary report.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of abdominal pain ('severe abdominal pain') in a 47-year-old female patient who had essure (batch no. B15012) inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. The patient's medical history included post-traumatic stress disorder, fatigue extreme, morbid obesity, uterine fibroid and multiparous. Concurrent conditions included anemia (not recovered prior to essure) since 2001, fibromyalgia (not recovered prior to essure) since 2001, major depression and agoraphobia. Concomitant products included bupropion, calcium;vitamin d nos (corvita calcio 500), clonazepam, cyclobenzaprine, fluticasone propionate (flovent), gabapentin, gabapentin enacarbil (horizant), levocetirizine, linaclotide (linzess), magnesium oxide, meloxicam, methocarbamol, milnacipran hydrochloride (savella), nabumetone, naproxen, potassium, pramipexole (pramipexol), ropinirole, rotigotine (neupro), sertraline hydrochloride (sertraline), sucralfate, tramadol and trazodone. On (B)(6) 2013, the patient had essure inserted. On (B)(6)2013, the patient experienced abdominal pain (seriousness criteria medically significant and intervention required), dysmenorrhoea ("severe menstrual pain"), back pain ("severe back pain"), dyspareunia ("painful sexual intercourse"), migraine ("migraines"), menorrhagia ("prolonged menses/abnormal bleeding (menorrhagia)"), vaginal haemorrhage ("abnormal bleeding (vaginal)"), headache ("headaches"), abdominal distension ("bloating"), fibromyalgia ("autoimmune disorder type:fibromyalgia"), dysgeusia ("metallic taste"), pain in extremity ("pain: lower extremity - joints included"), arthralgia ("pain: lower extremity - joints included") and pain ("body aches"), 2 months 7 days after insertion of essure. On an unknown date, the patient experienced dermatitis ("rashes or skin conditions type: inflammation") with rash and skin burning sensation, pelvic pain ("extreme pain"), menstrual disorder ("abnormal menstrual bleeding"), anaemia ("anemia") and hypersensitivity ("allergic reaction"). The patient was treated with surgery (hysterectomy bilateral salpingectomy/successfully removed essure devices). Essure was removed on (B)(6)2016. At the time of the report, the abdominal pain, dysmenorrhoea, migraine, pelvic pain, menstrual disorder and pain was resolving, the back pain, dyspareunia, dermatitis, menorrhagia, vaginal haemorrhage and pain in extremity had resolved and the headache, abdominal distension, fibromyalgia, dysgeusia, arthralgia and anaemia outcome was unknown. The reporter considered abdominal distension, abdominal pain, anaemia, arthralgia, back pain, dermatitis, dysgeusia, dysmenorrhoea, dyspareunia, fibromyalgia, headache, hypersensitivity, menorrhagia, menstrual disorder, migraine, pain, pain in extremity, pelvic pain and vaginal haemorrhage to be related to essure. The reporter commented: she sought medical treatment regarding the aforementioned symptoms. Each time she sought medical treatment, the attending physician did not associate, or give her reason to associate her symptoms with the essure device. She has been left with abdominal deformity and severe large scarring. Coils were left in the tubes without any difficulty. Three coils were external from the fallopian tube and the endometrial cavity on both sides. Patient tolerated the procedure well diagnostic results (normal ranges are provided in parenthesis if available): hysterosalpingogram - on (B)(6)2013: results: total bilateral occlusion, no retrograde opacification of either fallopian tubes status post essure procedure. Most recent follow-up information incorporated above includes: on (B)(6)2020: new event allergic reaction was added. A technical investigation will be conducted, including a batch review, and a review of complaint records and other relevant data; should any new and reportable information become available from our investigation, this will be provided in a supplementary report.